Event description:
It was reported that an alert/notification settings issue occurred. On approximately (B)(6) 2025, there were no symptoms reported. The patient reported that she was taken to the emergency room because of her receiver not making a sound when alarming her. No further event details were provided. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4).